Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient went to the emergency room and eventually got hospitalized (B)(6) 2026 due to cannula was kinked on (B)(6) 2026 leading to hyperglycaemia. The event occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for 10 hours. The blood glucose level was 500 mg/dl at the time of event and the patient got treated with intravenous fluids of saline and insulin. The patient was released from the hospital on (B)(6) 2026. The length of emergency stay was for eight to ten hours. No further information available.